Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat an (B)(6) male patient with vital signs absent, the device was unable to obtain an ECG signal via electrode pads. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical (B)(4) evaluated the device and the device performed to specification. The device was recertified and returned to the customer. Review of the clinical data did show CPR bar data and pads impedance tracing. The log indicates the device was in lead ii during the event. If the pad lead was selected by the user, ECG would have been displayed. The activity log also supports the device is functioning appropriately with no faults identified. Analysis of reports of this type has not identified an increase in trend.